Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head was glitching and flashing light. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, failed water leak test on the cable cover. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed, the definitive root cause of the issue could not be determined. The most probable cause of the malfunction (no image) found during device evaluation was due to a bad connector and the most probable cause of the malfunction (failed water leak test on the cable cover) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.